Event description:
It was reported that the patient's foley catheter was ordered to be removed. When attempting to remove the catheter, resistance was met and was unable to be removed. Once removed, the balloon of the catheter appeared to be rolled even though the balloon was emptied prior to removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". It was unknown whether the device had met specifications. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "warnings: method for use: do not inflate the balloon in the urethra. The urethra may be injured. Do not pull the catheter hard. The bladder/urethra may be injured. Applicable patients: patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: method for use: do not reuse; do not re-sterilize. This device contains 10% povidine-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contract medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Directions for use: clean the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. Lubricate the catheter shaft with the lubricant jelly. Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient's foley catheter was ordered to be removed. When attempting to remove the catheter, resistance was met and was unable to be removed. Once removed, the balloon of the catheter appeared to be rolled even though the balloon was emptied prior to removal.